Manufacturer narrative:
The device was returned for analysis. The device analysis did not confirm the reported difficult to open or close (gripper actuation - single) as both grippers actuated as intended. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the available information, a cause for the reported single gripper actuation could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device has been received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that during preparation of the mitraclip delivery system (cds) when testing the clip, only one gripper arm lowered when the gripper lever was pushed. Several attempts were made but both grippers did not lower, only one did. The device was not used and was replaced. There was no clinically significant delay during the procedure. No additional information was provided.